Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found to be broken at the distal clevis hub, and proximal clevis exhibited various scratch marks. The clevis did not exhibit any damage or wear marks. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a davinci s prostatectomy procedure, the bipolar forceps instrument was not responding, the customer observed that the cable sticks at distal level. No patient harm, adverse outcome or injury was reported.